Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump that does not turn on; this condition had the potential to interrupt delivery. This condition was found in the intensive care unit. It is unknown when this event occurred. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The customer's reported condition of a flogard infusion pump that does not turn on was confirmed and reproduced during evaluation. The cause of the reported condition was determined to be a damaged main battery. The main battery was replaced to fix the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). A service history review revealed the device has not been previously sent into service for the reported condition of "does not turn on." And during previous service on (B)(4) 2010 and (B)(4) 2011 the batteries were replaced.